Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging error code e-344. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were found in the ventilator's downloaded error log (low oxygen inlet pressure) (err_obm_replace_o2_sensor). The device's oxygen blending module will need to be replaced to address the issue. Oxygen blending module obm is currently on back order. Additional info in box h, correction to box d: product UDI.

Event description:
The manufacturer received information alleging error code e-344. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.